Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was conducted and information provided supports the reason for no formal investigation because the doctor reported that the allegations of pump movement were due to the patient having extra tissue surrounding the pump since she gained weight. The doctor also reported there were no problems with refills. The pump remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Based on the event information, there are no anomalies found with the pump and/or therapy. Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that pump pocket site seems loose and the patient can feel it rubbing and moving. The hcp also has difficulty finding the refill port. The patient reports having falls in the past and last fall, had a heart attack. The patient also reported gaining weight. The pump was infusing morphine, fentanyl, and clonidine.